Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined found device not detected on bus. The field service engineer repaired opened back panel to check connections and found bus cable not plugged into the controller board, reseated cable firmly into the controller board to resolve this issue. Customer confirmed no further issues. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed and there is an issue with the station device not detected on bus. Customer restarted the device and tried to recover several times but still failed and there were unable to remove and issue the required medication to the patient during malfunction and no delay in patient care. There were no adverse events or injuries reported based on this event.